Event description:
It was reported that a motor stall occurred on (B)(6) 2012. A pump refill was attempted two days prior and the reservoir volume was 3.9ml. The refill was not completed as the drug was not ready. The refill was attempted two days later and the reservoir volume was 3.9ml. The motor stall was confirmed as it appeared in the attention dialogue box, as well as the logs with no motor stall recovery recorded. The pump alarm was heard. The patient was admitted to the hospital on (B)(6) 2012 due to pain and was utilizing a patient controlled analgesia (pca) pump that contained dilaudid. The pca pump was utilized prior to the motor stall occurring. The patient did not have a MRI. The patient's pump was filled in case the motor stall cleared. The pump was refilled with same drugs that were in pump before. The logs showed that the pump was still stalled. The device system was used to deliver morphine, prialt and baclofen (compounded).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(4) 2008, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) found a pump/motor/feedthru anomaly.

Event description:
New information states that following device removal the patient recovered without sequela.